Event description:
An endurant limb was implanted during an endovascular procedure for the treatment of a 90mm abdominal aortic aneurysm.  It was reported approximately 7 years post the index procedure, the patient presented emergently. A type ib was identified in the left limb (etlw1628c124e). Intervention was completed where the physician extended the left limb to the left external iliac using a 16/16/156 limb from the flow divider, then extending into the left external iliac with a 16/16/93 limb and ballooned with a reliant. The endoleak was resolved and patient was doing well after the procedure.   As per the physician the cause of the event was due to the patients anatomy as a result of continued disease progression of the common iliac arteries. No additional clinical sequelae was provided and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.